Manufacturer narrative:
Siemens filed the initial MDR (1219913-2026-00071) on 08-apr-2026. Correction: previously in section d4, the primary UDI number field was updated incorrectly. Therefore, the section d4 has been revised with the correct UDI details.

Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) regarding an erroneously elevated high-sensitivity troponin I (tnih) result on a patient sample obtained on an atellica im 1300 analyzer. Siemens evaluated the instrument data, reagent trace files and the information provided by the customer. Reagent issues were ruled out based on review of quality control (qc) which showed recovery within acceptable ranges and no issues were reported with other patient samples. Based on the available information, the cause of the discordant result cannot be determined. A product problem has not been identified. The customer is operational, and the reported issue was resolved by routine troubleshooting. No further evaluation is required.

Event description:
The customer reported an erroneously elevated high-sensitivity troponin I (tnih) result on a patient sample was obtained on an atellica im 1300 analyzer. The erroneous result was reported to the physician and was questioned. The same sample was repeated on the alternate atellica im 1300 analyzer. The result obtained was lower and was as expected. This repeat result was reported as correct result to the physician. There were no known reports of patient intervention or adverse health consequences due to the event.